Manufacturer narrative:
This customer reported two (2) elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported "variable sample results" with leadcare ii. The discrepant results were initially reported to the regional point of care (rpoc) specialist on 04/15/2026. The rpoc requested the test kit lot number and analyzer serial number from the customer. The rpoc notified magellan diagnostics technical service (ts) on 04/16/2026. Ts called customer to perform troubleshooting on (B)(6) 2026. The customer clarified were falsely elevated patient blood lead test results with leadcare ii. Customer was unable to provide the test kit lot number at the time of contact with ts. Customer reported that quality control (qc) results were within range according to package insert instruction prior to using the test kit on patient samples. The qc level 1 and level 2 values could not be provided by the customer to ts. Customer reported leadcare ii test result of 7.0 ug/dl with corresponding confirmatory test result reported as 1.7 ug/dl. Customer reported patient tested was between 9 months old to 2 years old. Ts requested a copy of the confirmatory test report. During troubleshooting ts asked customer to describe method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not washing hands with soap and water prior to sample collection, using gauze to dry the patient's hands, contact with the skin when wiping away the first drop of blood, not removing excess blood from the outside of the capillary tube, not mixing the treatment reagent (tr) tube by inverting 8-10 times, collecting hemoglobin sample prior to capillary collection. Customer reported using the capillary tubes provided in the test kit and not using micro-collection devices. Ts instructed customer to follow cdc recommendations for capillary blood lead collection and instructions in the test kit package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and link to the leadcare ii procedure literature to the customer. Ts requested the rpoc conduct training with the customer. Training is scheduled for on (B)(6) 2026. Ts requested an update from the customer on (B)(6) 2026. On 05/05/2026 the customer stated they will gather the requested information and forward it to ts.